Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer reported that they received battery out limit alarm. The customer reported that there was fluid under the lcd. The customer's blood glucose was around 190 mg/dl at the time of incident. The customer stated that they were unable to clear the battery out limit. The customer reported that the battery out limit alarm was not resolved after battery change. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.